Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned -reported defect not reproduced. Most likely underlying root cause: mlc-058 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 27-aug-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer; customer was non-fasting at the time of the call and stated she would call back to perform a blood test. Customer also stated that she had gone to the doctor due to the high results prior to the initial call on (B)(6) 2021. Customer stated after she had obtained the blood glucose test result of 197 mg/dl fasting she had gone to see her doctor. A blood test had been performed using the doctor's device and the result had been 126mg/dl non-fasting and her a1c was 6 ((B)(6) 2021). No changes were recommended to her medical treatment plan. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 183, 138, 142, 125, 197 and 129mg/dl. The customer¿s expected fasting blood glucose test result range is 100-115mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer; customer stated she did not have any more strips left. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/22/2022 and open vial date is one month ago. The meter memory was reviewed for previous test result history: (B)(6).